Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted. Insulin pump received with broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to off no power alert. The customer¿s blood glucose level was unknown. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the off no power alert. The customer reported that the reservoir did lock in place into the insulin pump. Troubleshooting was performed. The customer also stated that the reservoir lip ring was cracked. Customer stated that the battery cap was not loosed, cracked or damaged. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.